Event description:
The pt reported receiving an a8 (bolus canceled) alert approximately a half an hour after the bolus should have been delivered. He stated the issue has occurred approximately 8 times over the last couple of weeks. He is having difficulty controlling his blood glucose and believes this is a contributing factor. The pt carries the infusion device in his pocket and was advised to purchase a carrying case. It was suggested that he may have accidentally pressed a button canceling the bolus. He reported that he has scar tissue. He was sent sample infusion sets. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.